Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that a computer was replaced. The suspect computer has been received by the manufacturer for evaluation. The reported issue was confirmed as the returned computer had no icons on the application screen. Testing found that the computer hard drive had bad sectors.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system had no icons on the application launch screen. Rebooting the system multiple times did not resolve the issue. Issue occurred prior to case. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.